Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. Section was answered yes as the customer indicated that this event was reported to someone other than adc. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2018, he experienced symptoms described as trembling and sweating, and that an ambulance was called. The paramedics transported him to the hospital where he was diagnosed with hypoglycemia and injected with glucagon. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: serial number has been updated based on the returned product. Reader jggw133-t1403 was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not power on with button after charging, with the usb cable, strip insertion or when commands were sent using approved software. The reader was sent for further investigation and de-cased. Upon visual inspection of the pcb ( printed circuit board), corrosion and liquid ingress was observed. The detection spot was also red (indicating moisture). The complaint is not confirmed due to a use issue.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2018, he experienced symptoms described as trembling and sweating, and that an ambulance was called. The paramedics transported him to the hospital where he was diagnosed with hypoglycemia and injected with glucagon. No further treatment was reported. There was no report of death or permanent impairment associated with this event.